Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. However for clarification, the nonconformance was a broken grip cable. The broken grip cable stuck out at the instruments wrist. The idler pulley spun freely but exhibited pulley rim and face damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure a large needle driver instrument had wires unraveled at the tip. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.